Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that her pump has been emitting random loss of prime warnings once a day for the last 4 days. The patient reported the loss of primes occurred in a loud environment and she unable to hear the warnings and they were not cleared right away, and confirms audio and vibrate functions are working well. She has changed out complete site/set/cart without improvement. She has been adding injections to bolus and help keep her blood glucose (bg) down. This morning her bg rose to greater than meter will read. She called her health care provider and he advised her to go off the pump and onto her back up plan, and to replace the pump. The patient reports she is using the same insulin for injection as she uses in the pump, and it is bringing her bg down. Only high bg symptom is mild irritability. No loss of power, no trauma to pump, any temp change, cartridge cap is tight, no other alarms, cartridge used correctly. The patient is currently on a back-up plan. This complaint is being reported due to the allegation that a patient on insulin pump therapy experienced hyperglycemia related to not confirming the recurring loss of prime alarms. Use error can be considered as contributing to this incident.

Manufacturer narrative:
Follow-up #2 date of submission (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: a review of the black box shows loss of prime warnings occurred. The pump was exercised for 24 hours with no low of primes occurring. The force sensor calibration was found to be within specifications. The pump was exercised for 29 hours for flow accuracy with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no damage found to the force sensor assembly. The complaint could not be duplicated during investigation.

Manufacturer narrative:
Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Use error can be considered as contributing to this incident, as the patient failed to confirm the alarms.